Manufacturer narrative:
Internal complaint reference: (B)(4). H2: additional information in h6 (health effect - impact code). H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the customer provided images found one image with multiple labels. One of the labels confirms the product identification information. Another image shows the distal end of the shaft, but no rust or corrosion can be seen. The anchor is attached to the shaft of the device, but no sutures can be seen . The other images show arthroscopic views of the device in use, and a brown substance resembling corrosion can be seen on the laser markings of the device. A visual inspection of the returned device found that it is not in its original packaging. The device has not been deployed. There is a brown substance resembling corrosion in the laser markings of the shaft. There is biomatter on the handle of the device near the suture opening on the proximal end. A review of the results of the presumptive blood test kit confirmed that the substance on the device is blood. The results of this test are inconclusive to differentiate between corrosion and blood, as the device was used in treatment. The complaint was confirmed, and the root cause was associated with device design. A corrective action for this failure mode is in place.

Event description:
It was reported that during a rotator cuff repair of a shoulder surgery, the twinfix anchor had rust at the inserter laser marking. The procedure was completed with a delay greater than 30 minutes using a competitor device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.